Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and from a family member regarding a consumer's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they tried to use the patient programmer to communicate with the ins and saw the poor communication symbol. They tried with an without the antenna and it did not resolve the issue. They reported that the ins did not feel flipped, it felt flat. The family member thought that the device had been off an not working for some time. The hcp said they would attempt to follow up with a urologist. No further device issue alleged / identified. No patient symptoms or complications were reported.